Event description:
The patient reportedly experienced fluctuations in volume, intermittencies, and sound quality issues. Testing showed that the patient's device is functioning. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.